Manufacturer narrative:
Date sent to the FDA: 5/25/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incarcerated incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted he encountered and removed a portion of the previously placed mesh within the peritoneal cavity. Dense adhesions to the small bowel were encountered and taken down. It was reported that the patient experienced severe pain, dense adhesions, bulging, inflammation, stress and anxiety. No additional information is provided.